Event description:
On 03/7/2012, the reporter contacted animas alleging that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required hard and multiple button presses in order to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive and required excessive force in order to elicit a response. The keypad buttons were found to be sticking and did not spring back or click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored and faded display screen, which has no effect on insulin delivery function. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.